Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the left ventricular (lv) lead exhibited loss of capture and high impedance measurements. The lv lead was removed and replaced. The patient was in stable condition.